Event description:
Medtronic received information that 6 months post implant of this 29mm mitral bioprosthetic valve implanted in the tricuspid position, a permanent pacemaker was implanted. The reason for the permanent pacemaker was reported as sinus bradycardia. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information was received which stated that the 29mm mitral bioprosthetic valve had been explanted and replaced with another manufacturers valve one month prior to the permanent pacemaker being implanted. The reason for the permanent pacemaker was reported as intermittent complete heart block (chb) post tricuspid valve replacement and high degree atrio-ventricular block (avb). No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious updated b5 updated b7 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.